Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that eight days following the implant of this transcatheter bioprosthetic valve, the patient was readmitted with symptoms of heart failure. A transesophageal echocardiogram was performed and showed the valve had dislodged deeper into the ventricle, sometime following discharge and prior to readmission - between one and eight days from valve implant - which caused severe paravalvular leak (pvl). Further intervention was required to snare the valve; two snares were placed from right radial and right femoral approaches. When the valve was snared, it dislodged into the coronary sinuses and then snared relatively easily into the ascending aorta. As a result, the physician elected to upsize the second valve to a larger 34mm valve. While one snare remained on the first valve, the second valve was inserted and deployed successfully in the aortic position. The first valve was released from the snare and it remained securely in the ascending aorta. Following implant of the second valve, the pvl resolved. The patient was stable throughout the procedure and tolerated it well. It was reported the patient initially measured between a 29mm and a 34mm valve. The physician noted that, in hindsight, the implant depth of the initial 29mm valve at 6-8mm was too deep to allow the valve to stay secure. It was theorized that a higher implant with the 29mm valve may have stayed, but the actual implant depth was not enough to keep the valve secure. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: a4: patient information: patient's weight was received. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.